Manufacturer narrative:
Concomitant medical products: product ID 3095-10, product type: extension. Product ID 3889-28, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that a patient felt no stimulation when testing unipolar values greater than 8v. On all electrodes, higher amplitudes were necessary. The patient's system had been implanted for 3 years. Impedances were measured at 4v and 360 microseconds and all pairs with case were greater than 4000 ohms, 0 and 1 was at 2171 ohms, 0 and 2 was at 3812 ohms, 0 and 3 was at 3812 ohms, 1 and 2 was at 3812 ohms, and 2 and 3 was at 2537 ohms. At lower settings the impedances measured greater than 4000 ohms for the first four readings again and the other combinations had lower values and were in proportion. The manufacturer representative wanted to know if there could be a lead fracture or a bad connection. Another manufacturer representative wouldn't expect a connective issue 3 years after an implant, unless something had happened for it to occur. A fracture would be more likely and they advised surgical intervention, connection checks, and measuring the impedances of the lead and extension separately and replacing the affected component. The cause of the problem was not determined and the patient did not experience a car accident or other kind of trauma. The manufacturer representative was not able to define if the problem was with the lead or extension. Surgical intervention would be scheduled. The patient's system was turned off and they were without therapy.